Manufacturer narrative:
Evaluation description: final analysis confirmed that it was difficult to insert the test lead into the pulse generators atrial header port due to the lead insertion force and atrial contact spring being out specification. (B)(4).

Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the ventricular lead into the pulse generators header. Despite multiple attempts, the lead could not be inserted. The device was no longer used and replaced. No patient symptoms were reported; the patient would continue to be monitored.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4).